Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2017-01269. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced with new models. Postoperatively, therapy was restored and the issue resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#3006705815-2017-01269. It was reported the patient lost effective stimulation approximately 3 weeks ago after suffering a fall. Reportedly, impedances tested within normal range. Surgical intervention may be undertaken as the next course of action.